Manufacturer narrative:
E1: phone extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 1260 error. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The pump alarming error 11260 was verified by functional testing. The cause is that the clock battery was installed reversed. The clock battery was replaced to correct the issue.